Manufacturer narrative:
H3, h6: the kit svc bi71000195 tray o2 ias power (rev. 1 : s/n (B)(6) was returned for analysis. Analysis found that the both fuses in the power tray were verified and tested good. The power tray was installed into a known good system and the system powered on, booted, readied and then powered down and off correctly multiple times. The system was functioning as expected. Multiple 2d and 3d images were taken and were successful. No functional problem was found. The kit svc o2 bi71000176 encl power convsn (rev. 2 : s/n (B)(6) was returned for analysis. Analysis confirmed the electric popping noise. Visual inspection confirmed damage to the components and electrically overstressed with damaged resistors. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: bi71000450, serial/lot #: rev. 1 : s/n (B)(4). Product ID: bi71000542, serial/lot #: none. Product ID: bi71000195, serial/lot #: rev. 1 : s/n (B)(4). Product ID: bi71000176, serial/lot #: rev. 2 : s/n (B)(4). A medtronic representative went to the site to perform a system checkout. The power enclosure, power tray, and power supply were replaced. The power supply (bi71000450) was returned to medtronic for analysis. Testing was conducted and the issue was confirmed. Electrical components were confirmed to be overstressed. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(4). Medtronic received information regarding an imaging system being used during a spinal procedure. It was reported that a loud electric popping noise was heard from the generator. The pendant said that x-ray was disabled. There was no delay to the procedure and no impact to patient outcome. Additional information was provided stating that imaging was aborted as a result of this issue.